Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause or verify pump error 35, problem isolated to electrical board 2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The blood glucose level was 175 mg/dl. Customer was replacing his reservoir and was rewinding the insulin pump when he got a insulin pump error. Troubleshooting was performed for pump error. The customer was advised to discontinue the use of the pump and revert to the backup plan. The insulin pump will be returned or analysis.